Event description:
The pt reportedly underwent surgery to reduce skin flap thickness.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Following surgery, the pt was able to achieve retention with reduced number of magnets. The pt has resumed device use. The pt remains implanted. This is the final report.